Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was to be used in the common bile duct during a bile duct stone crushing procedure performed on (B)(6) 2022. During preparation, the thumb ring of the trapezoid rx basket was broken. A photo provided by the customer confirmed the event. A zeon basket was used to complete the procedure. There were no patient complications as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: device code a0401 captures the reportable event of thumb ring break. Block h10: the device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. Block h11 (correction): d3 (fax number) has been updated. D4 (model number) has been updated.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was to be used in the common bile duct during a bile duct stone crushing procedure performed on july 27, 2022. During preparation, the thumb ring of the trapezoid rx basket was broken. A photo provided by the customer confirmed the event. A zeon basket was used to complete the procedure. There were no patient complications as a result of this event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: device code a0401 captures the reportable event of thumb ring break. Block h10: the returned trapezoid rx basket was analyzed, and a visual inspection noted that the thumb ring was detached. A photo submitted by the customer also showed that the thumb ring was detached. The handle shows stress marks at the junction of the thumb ring and the handle. Dimensional inspection observed the side car rx was pushed back approximately 4.5 mm which is out of specification. The reported event was confirmed. Based on all available information, the separation may have been caused due to excess of torsion and force applied as evidenced by stress marks at the junction of the thumb ring. Perhaps the manipulation or technique used could have contributed to the adverse event and side car pushback. Therefore, the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device was unable to be performed as the lot number is unknown. However, a ship history review was performed to identify the most probable lots and a manufacturing review of the most probable lots did not identify any anomalies or deviations that could have contributed to the event. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label. Block h11 (correction): d3 (fax number) has been updated. D4 (model number) has been updated.

Event description:
It was reported that a trapezoid rx basket was to be used in the common bile duct during a bile duct stone crushing procedure performed on (B)(6) 2022. During preparation, the thumb ring of the trapezoid rx basket was broken. A photo provided by the customer confirmed the event. A zeon basket was used to complete the procedure. There were no patient complications as a result of this event.